Event description:
When the surgeon attempted to use the ethicon echelon flex powered vascular stapler on the appendix the unit misfired. The vascular reload was loaded in the stapler ref (B)(4), lot n4m134, exp 08/31/2019. Another stapler unit was acquired, a different type ethicon endo surgery llc ref#(B)(4), lot m4hcff, exp 02/28/2020 which worked and the procedure progressed.